Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The reprocessing status was unable to be confirmed since information about it was unavailable. The foreign material adhered/clogged in air/water-channel was confirmed. Based on the results of the investigation, the root cause of the foreign material remaining in the device was not identified. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use. Instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection instructions for use states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the colonovideoscope had foreign material in the air/water channel. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found the foreign material in addition to poor air/water flow. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted.